Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a growth on the atrial lead. Antibiotics were given to the patient. Additional information obtained from the field representative revealed the growth noted on the lead was not due to infection. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.